Manufacturer narrative:
We reviewed the DHR for this chair, and it passed all applicable quality tests and configuration requirements, and met all specifications as ordered when it left the facility. The device was not returned for evaluation. The owners manual prescribes initial and weekly inspection of all armrest hardware to ensure it is securely attached. In addition, the owners manual does not recommend transferring using the swing away armrest assemblies, and recommends to "always remove the wheelchair armrests, or swing them out of the way, so they do not impede your movement during the transfer."

Event description:
Customer claims that a bolt fastening the armrest mount to the frame fractured, resulting in the customer dislocating their shoulder.